Manufacturer narrative:
During an aortic fenestration procedure of a dissecting aortic aneurysm, the maxi ld 7f 20x4 80cm balloon could not be removed through the 12f terumo sheath. A surgical cut-down was required to remove the balloon. It was reported that there were no difficulties advancing the device through the sheath. The balloon was inflated to 4 atms without any difficulty. It was reported that there was no difficulty deflating the balloon. However, it was also reported that 100% saline was used to clear out the contrast, but that this did not work. The physician stated that he has done this numerous times with success with other products. With further investigation it was reported that when replacing the half saline-half contrast with pure saline the balloon usually deflates without trouble and thus it can be removed from a tight sheath; it did not work in this case. The product was not returned for evaluation and testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Balloon inflation/deflation tests performed during manufacturing process were found to be passing. Based on the available information and without the return of the device for analysis, no conclusion can be made regarding the event or possible contributing factors. Based on the device history record review there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information received states that the age and gender of the patient is unknown. The procedure being performed was an aortic fenestration secondary to dissecting aortic aneurysm caused by marfans syndrome. Access was made to the patient through the left femoral artery. The sheath used in the procedure was a 12fr. Terumo sheath. There was no difficulty advancing the balloon through the sheath. During the procedure, the balloon was inflated to four atmospheres. The brand of indeflator is unknown. Some 100% saline was used to clear out the contrast (brand unknown). But this did not work. The physician stated that he has done this numerous times with success with other products. The procedure was successfully completed. During removal, the balloon could not be retrieved through the sheath. Surgical cut-down was needed to remove the device. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the field states that the maxild balloon could not be removed through 12f sheath.

Manufacturer narrative:
The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.additional information will be submitted within 30 days upon receipt.